Manufacturer narrative:
The condition of failure code 83 was confirmed through evaluation due to defective central processing unit board. The central processing unit board was replaced to correct this condition. Should additional information become available a follow up medwatch will be submitted (B)(4).

Event description:
During service by baxter personnel, it was found that a flo-gard infusion pump experienced an f-83 error during battery testing, in the standard functional test, and this alarm interrupted delivery. There was no patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4).